Event description:
Report received of the catheter had migrated out of the intrathecal space and the pt was experiencing withdrawal symptoms. The pt's vitals are now stable. Replacement of part of the catheter was discussed. Follow up with hcp revealed pt had anoxic encephalalgia and had catheter placed in mid sept but developed increased tone soon after return to rehab facility. X-rays revealed tip of catheter had migrated lower than originally placed. Pt returned to surgery and catheter was replaced and sutured in place. Pt experienced ongoing increased spasticity and crying - no relief. Given ativan and oral baclofen for symptoms management. Dye study x-rays showed catheter appeared to be in the epidural space. Neurosurgeon found the catheter in the intrathecal space but the intrathecal space has developed scarring and formed a tissue pocket preventing dispersion of the baclofen causing prior dye study to respond like epidural placement. Catheter was repositioned in a better intrathecal position. Pt is still being monitored in the hosp - has started back on it lioresal at 500 mcg per day. Pt shows improvement but is experiencing some emesis postop.